Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon last follow-up on (B)(6) 2009, atrial fibrillation was in progress at the time the ICD was interrogated, and the related message "implant is in mode switch" was displayed. As a result, memory content (holter) could not be retrieved, and an episode treated by a shock ( (B)(6) 2009) could not be reviewed. Parameters were reprogrammed, and a new interrogation session was performed. Files related to the 1st interrogation were not readable ("unable to read file" message appears). Files related to 2nd interrogation files did not contain the needed info.

Manufacturer narrative:
December 14, 2009: this event concerns a device that was manufactured and used outside the united states. The analysis is pending.